Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.5 device. An access site bleed/hematoma formed during support. As treatment, surgical repair was required.